Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 435 mg/dl at the time of incident. Customer also stated that insulin pump had unexpected restart. The customer treated high blood glucose with backup plan. The customer was wearing the insulin pump when high blood glucose event was reported. The customer reported that the insulin pump had no delivery alarm in the past. The insulin pump will be returned for analysis

Manufacturer narrative:
Insulin pump monitored for several days. Device received with all operating currents within spec and passed unexpected restart error test and displacement test. No unexpected weak battery alarm anomalies noted.